Event description:
It was reported patient developed a ruptured catheter 1 month after tubing placement, ruptured 4cm from the placement site, and was given an extraction and re-tubing. Additional information: no fracture occurred inside the body; there were no loose fragments. The catheter was removed normally without issue; a new catheter was inserted and treatment continued. No patient harm reported, they were discharged from the hospital.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and will be evaluated. A supplemental will be submitted with evaluation results.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a damaged catheter is confirmed; however, the root cause could not be determined. One photograph and one video of a radiograph were returned for evaluation. An initial visual observation of the photograph showed a catheter in a white tray. The catheter shaft exhibited multiple severe kinks. What appeared to be a split in the catheter shaft was observed near the proximal end of the catheter. However, due to the quality of the photograph, the details of the damage could not be discerned. A complete break was also observed in the extension tube. The video of the radiograph showed an implanted catheter which appeared to be intact. No additional information was observed in the video of the radiograph which changed the conclusion of the investigation. The root cause of the observed damage could not be determined from the returned photograph and video. This complaint will be recorded for future trending and monitoring purposes.